Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio seal device deployed normally and a few days later the patient presented with a large thrombus and groin pain. The following information was provided by the user facility: upon ultrasound, it was confirmed the cfa had been occluded. The doctor brought the patient back for an atherectomy and the patient is now stable. The procedure outcome was reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. Method and result codes are unable to be selected, esubmitter has been notified. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide codes and the completed investigation. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.